Manufacturer narrative:
On 7/30/2020, mentor became aware of erroneously submitted data in the previously submitted report. Section e2. Health professional? Should have been marked "no." The initial reporter was the user facility. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 13, 2020, the mentor failure analysis lab received the device for evaluation. On october 26, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and / or pre-operative scans). Please confirm the correct device was returned in the pre-labeled return kit. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction revision with mentor memorygel breast implant 425cc and experienced a rupture on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.